Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was observed that one of the batteries had damaged battery clips and could not stay in position. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device switched off while in movement. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.